Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 21752287/5061152, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients wound at the pocket incision site was not healing. It was noted that the wound issue was not device related. The patient underwent an explant procedure.